Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd q-syte¿ luer access split-septum stand-alone devices were damaged and leaked fluid at the luer connection during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, during the infusion process of the ICU department of the hospital, it was found that the diaphragms of 4 qsyte separators were damaged, resulting in fluid leakage. The use of anti-active drugs caused the patients to be unable to obtain safe blood pressure, which caused a poor impact." "Product defects were found and replaced in time, so the patient's blood pressure was controlled in time and no adverse effects occurred temporarily"

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the video and photograph submitted for evaluation. Both show a q-syte unit that is connected to an extension set at the female port of the q-syte and to an unknown device at the male port. A bead of fluid can be seen forming near the connection between the extension set and the female port of the q-syte. Due to the location of the leak, it is likely that the fluid is most likely emerging from the vent hole on the q-syte. Leakage at the vent hole likely indicates that there is a tear in the q-syte septum column wall or bottom disk. The reported issue was confirmed. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. As the device has been opened and used, it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per the quality control plan to mitigate the risk from this type of defect. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in its damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 4 bd q-syte¿ luer access split-septum stand-alone devices were damaged and leaked fluid at the luer connection during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, during the infusion process of the ICU department of the hospital, it was found that the diaphragms of 4 qsyte separators were damaged, resulting in fluid leakage. The use of anti-active drugs caused the patients to be unable to obtain safe blood pressure, which caused a poor impact." "Product defects were found and replaced in time, so the patient's blood pressure was controlled in time and no adverse effects occurred temporarily."